Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified an opening, crease flat, white particles, and non-penetrating nicks. Leak test was performed and found an opening on posterior. A microscopic analysis was performed which identified sharp edge opening on posterior. A dimension measurement in the shell was performed which identified the thickness to be within specification. The fill test inspection was performed: the result is no blockage. Based on the device analysis the final assessment is a sharp opening edge on posterior due to an unidentified (tear) opening. The event of late seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange from textured to smooth breast implant.

Event description:
Healthcare professional reported left side "exchange from textured to smooth breast implants due to the patient¿s concern with the product and "implant deflation" and "mild periprosthetic fluid." Device has been explanted.